Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04025. It was reported the pt was receiving effective stimulation when in a seated position, however, with body movement the stimulation was either too strong or would not be felt. The sjm representative met with the pt and reprogramming did not resolve the issue. It was reported the pt was to be referred to another physician for a second opinion.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.